Event description:
The patient received his scs system, including a surgical lead, on (B)(6) 2007. It was reported that some of the lead contacts are no longer working. The patient was successfully reprogrammed and the lead remains in use. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.